Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that the initial mitraclip procedure was performed on (B)(6) 2018 to treat degenerative mitral regurgitation (mr) with a grade of 4. Two clips (80130u144, 71201u166) were implanted, reducing the mr to 2. On (B)(6) 2018, the patient was re-hospitalized and it was noted that one clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). The mr had increased to 3-4. Mitral valve replacement was performed and the patient was stable. No additional information was provided.

Manufacturer narrative:
(B)(4). The manufacturing records review includes an assessment of the lot history record (lhr), complaint history and the risk assessment documentation. The review was performed for both implanted clips as it is not known which clip experienced the slda. The results are as follows: part / lot #: cds0502 / 80130u144. Date of manufacture: 30-jan-2018. Expiration date: 30-jan-2019. Unique device identifier (UDI) number: (B)(4). Part / lot #: cds0502 / 71201u166. Date of manufacture: 02-dec-2017. Expiration date: 02-dec-2018. Unique device identifier (UDI) number: (B)(4). The device was not returned for analysis. A review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and a definitive cause for the single leaflet device attachment (slda) in this incident could not be determined. The patient effect of worsening mitral regurgitation (mr) was a result of the slda. The reported patient effect of worsening mr, as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.